Manufacturer narrative:
The device has not been explanted yet. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt is suffering from an increasing schizophrenia and wishes to be explanted. Testing shows the implant to be functional, and the pt has benefit from it.